Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Device used for treatment and not diagnosis. The complained article was sent to the originally manufacturer, biotronik. The investigation showed a different article number and lot. Number on the packaging. According to the information, which was provided of the manufacturer, this was the first time, this defect occured. The manufacturer initiated measures to check this failure will be eliminated.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: product was received with different labeling. This is 1 of 1 reports for this event.